Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and found the rv pacing impedance to be between 2410 and greater than 2500 ohms for the past year. The atrial impedances were within range but varied between 820 and 880 ohms for the past year. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was noted that the device was at elective replacement time (ert) status upon return. Ert was triggered approximately three weeks prior to explant.

Event description:
The pacemaker was explanted for an unknown reason and returned from an unknown source.

Event description:
Boston scientific received information that this implantable pacemaker and a competitor¿s right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms. A lead safety switch (lss) was triggered on the rv lead. No episodes were stored in device and patient is not dependent. Boston scientific technical services (ts) recommended device programming to bipolar and testing with isometrics. Test revealed a probable muscle noise and rv impedance consistent at >2,500 ohms in bipolar. Subsequently, ts discussed further troubleshooting options. Additional information was received indicating that the cause was not determined and routine follow-ups will be continued. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.